Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope image was distorted when it was angled. The issue was found during a therapeutic procedure and it wa completed with the same device. Nspection and testing of the returned device found that the image disappeared during angulation in the right/left directions due to damage on the charge coupled device unit. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending section rubber had a scratch and the adhesive had a chip. It was also noted that the video connector had a crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was presumed that the issue occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. This issue is addressed in the instructions for use (IFU): the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information ,based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It can be presumed, that the output signal cable was disconnected and short-circuited, due to the image sensor cable kinked, causing the image to disappear, during angulation control knob operation. The kink of the image sensor cable was caused, due to strongly external load, due to unexpected stress such as inserting at a tilt to the trocar and excessively twisting and bending was applied to the cable. Olympus will continue to monitor field performance for this device.